Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had their ins on the right side of their body. They stated that the started having real bad back spasms about three weeks ago in (B)(6). The patient stated that when they would try to turn over in bed they could not move for a few minutes from their right shoulder blade down to their hip. They then stated that they started having spasms on the right side only and thigh and at the same time their back had them too. The patient stated that they thought they could massage to get the spasms to stop and stated that they had ¿reduced to where they could barely feel enough of them¿. The patient had indicated that the chiropractor used something that makes a buzz, but they stated that they did not feel heat. Diathermy compatibility information was reviewed with the patient. It was reported the event began about three weeks ago in (B)(6) 2019. The patient also reported that they saw an error message on the controller after a visit to the chiropractor. The patient stated that their recharging terminated and then they were getting something that said ¿not charging on the screen¿. It was indicated that these issues were not happening during the call. The patient indicated that this began after they chiropractor appointments. The patient had indicated that they had started going to chiropractor appointments on (B)(6) 2019. So the event began sometime in (B)(6) 2019. No further complications were reported/anticipated.